Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. Effective therapy was restored post procedure.